Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02766. It was reported that both of the patient's internal pulse generators (ipgs) became inoperable. The patient underwent a surgical procedure in which their ipgs were explanted and replaced.